Event description:
Patient was revised because of tibial tray loosening caused by fracture of the bone. It was reported the pt may have fallen.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported manufacturing lot number. The investigation could not verify or draw any conclusions about the reported fractured bone or device loosening; however, the patient trauma/fall may be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional info be received, the investigation can be reopened. Depuy considers the investigation closed.